Manufacturer narrative:
The device has not been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device. It was reported the screws on the spine clamp were worn out leaving the instrument defective. This issue was noted outside of a procedure, and there was no patient involvement.